Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Fse sent spare part to this account and on (B)(4) 2015 replaced 12 volt power supply. The most probable cause of the reported event was a failure of the 12 volt power supply.

Event description:
On (B)(6) 2015, the customer reported analyzer will not power up, does not boot, main rocker switch turns off with their hlc-723g8 analyzer. Technical support had the account use main power switch on left side, her reports power switch immediately flips back to off position. Asked them to plug directly into wall, still same, does not make any sounds, immediately trips the power switch. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.